Manufacturer narrative:
Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction.  Investigation results are inconclusive, there was no clear infective endocarditis (ie) finding and it was diagnosed as ie based on the situation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), through the(B)(6) registry, 8 days post tavr, the patient developed infectious enteritis. Enterococci were detected in the blood culture at that time and an antibacterial treatment was administered for 2 weeks. After discontinuation of the antibacterial drug, enterococci were detected again in the blood culture. Although there was no clear infective endocarditis (ie) finding, it was diagnosed as ie based on the situation. After that, an antibiotic treatment was continued for 6 weeks, and after confirming negative blood culture, the antibiotics were discontinued. Six months and eleven days after tavr, the negative blood culture was confirmed again. The outcome determined as unrecovered. Per the medical opinion, the causality of the event with both the device and the procedure were unknown. Seriousness was determined as serious.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.